Event description:
A tps handpiece cord was sent for service and bias current was experienced during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The device will not be returned to the user facility; it is not repairable once it has been disassembled.